Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that log files were sent for review and captured multiple odd power cable disconnects this morning while the patient was connected to the mobile power unit (mpu). There were no other unusual events recorded in the log file event history. It was suspected that the patient may have connected and disconnected a couple times and when they moved around.